Event description:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. The indication for the index procedure was stable angina. The target lesion was the mid lad. Vessel diameter was 2.75mm and the lesion length was 12mm. Lesion classification was b1. The lesion was de novo and 80% stenosed. The lesion was pre-dilated with a 3 x 15mm balloon at 12atm. A cxs18275 was deployed at 12atm. The stent was post-dilated with a 3 x 8mm balloon at 12atm. A dissection occurred. Post-procedure dissection grade was c. Post-procedure stenosis was 0%. A cxs08300 was deployed at 12atm, proximal and overlapping, to treat the edge dissection. The patient was discharged the following day.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2011-00238 and 3003742446-2012-00168.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi and an arterial dissection during the index procedure. This is a (B)(6) male with medical history dyslipidemia, hypertension, (B)(6) and current smoker. The indication for the index procedure was angina. Angiography revealed a 80% stenosis in the mid lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation, single stent implantation and post dilation were successfully completed. The site reported that the initial stent implantation was suboptimal due to an edge dissection. A second study stent was implanted in an over lapping fashion and post dilated. The core lab reported a 4% residual stenosis, no dissection and timi 3 flow with the comment: "pci to proximal lad. Second overlapping stent deployed proximally to cover an irregularity that most likely represents an edge dissection". Pre-procedure the ck was 51, the ckmb was 1 and the troponin was 0.04. Post-procedure the ck was 45, the ckmb was 1 and the troponin was 0.04. The following day the ck was 53, the ckmb was 1 and the troponin was 0.21. The ECG core lab reported no new major st-t abnormalities and no new q waves with inadequate tracing due to artifact. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported no complications. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2011-00238 and 3003742446-2012-00168.